Event description:
The patient was implanted with biventricular support (pvad lvad and pvad rvad). It was reported by the vad coordinator that the patient did not have a flash (assessment of pump ejection) on the rvad. The patient was taken back to the operating room to adjust the cannula and the flash test returned on the rvad, but they left the chest open. A few days later the patient was taken back to the operating room to close her chest and in doing so the rvad lost the flash again. Add'l info has been requested.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted if add'l info is received, or when the MFR's investigation is completed.